Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, a s233 malfunction alarm code was noted. Probable cause was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device has an overheating problem. The device was returned to the biomedical department for an unspecified reason. No specific pt information, pump programming, or event details were not available. No reported adverse events or delays in critical therapy during clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No additional information was provided.